Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 7747113 , and no non-conformances were identified. The product was returned to mentor. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
On 26-feb-2021, a 150cc mentor memorygel breast implant was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, preliminary visual inspection of the device indicated that the prosthesis looked like it had been implanted in a patient. As a result, this will be conservatively reported to FDA because the device was explanted from a patient.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on march 25, 2021 mentor became aware that it erroneously placed the wrong date of explant with the initial report submitted on march 25, 2021. The correct date of explant with the information available is (B)(6) 2021.